Event description:
On (B)(6) 2023 a nalu peripheral nerve stimulator system was fully explanted. The patient requested explant due to undisclosed personal reasons and did not have any complaints about the nalu system or components malfunctioning or failing.